Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (code 204, can comm timeouts) has been confirmed. Upon eval the trunk cable connector was cracked. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
Zoll customer support contacted a (B)(6) male pt in regards to his download which revealed can comm timeouts and service code 204. The pt was issued a replacement electrode belt.